Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h6: fdm b17, fdr c20, fdc d16 and img g02005 codes are applicable for product ID: nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set-up of the procedure, the nim 4.0 had an error message-patient interface failure detected. Operators tried to restart the nim, they also tried to connect the patient interface by cable without success. It was indicated that the patient interface was swapped with another one sent by after-sales service. The issue has not occurred since then. There was no patient impact.

Manufacturer narrative:
H3: the device analysis found that the customer's complaint has not been confirmed, the nim vital console has been received in good condition. No anomalies have been found. Software was upgraded from version 1.6.4 to v.1.7.5. H6: initially submitted codes fdm b17, fdr c20, fdc d16 and img are no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: the device analysis found that the customer's complaint has not been confirmed, the nim vital patient interface has been received in good condition. No anomalies have been found. Software was upgraded from version 1.5.4 to v.1.7.5. H6: initially submitted codes fdm b17, fdr c20, fdc d16 and img are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.